Event description:
It is reported that the patient presented to dr with instability of her humerous. The instability was noted as a result of a fall to the ground in 2008. X-rays were ordered and upon reviewing, dr believes that the humeral component was broke. The device was implanted in 2005. Revision surgery pending upon receiving another custom locking hinge component.

Manufacturer narrative:
Evaluation summary: no post operative x-ray or any other visual means has been provided to assess the humeral component's condition. The exact cause can not be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.